Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/ (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: micra pacemaker implant after cardiac implantable electronic device extraction: feasibility and long-term outcomes. Europace 2019;21(8):1229-1236. Doi: 10.1093/europace/euz160. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the feasibility and long-term outcomes of the implant of a leadless implantable pulse generator (ipg) after cardiac implantable electronic device explant. It was reported that in 12 implants during the study, high pacing thresholds were observed. The current disposition of the leadless ipgs is unknown. No patient complications have been reported as a result of this event.